Manufacturer narrative:
At this time, this device remains implanted and in service. Should additional information become available, this event will be updated.

Event description:
Boston scientific crm received information that an internal technical consultant was contacted regarding this device reprogramming due to patient in atrial fibrillation. The magnet rate is 90 and the longevity remaining of one year before programming changes were made. Post programming, the magnet rate remained at 90, but the longevity calculation increased two years. It was recommended the device be interrogated in one month as the device will recalculate a true longevity calculation. It was thought the magnet rate may increase to 100. Elective replacement indicators is 85 rather than 90 magnet rate. No adverse patient effects were reported.